Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer stated that she was going to give a bolus, but none of her buttons were working on the insulin pump even after changing the battery. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had cracked battery tube threads, cracked reservoir tube window and missing end cap sticker.